Manufacturer narrative:
An abbott field service representative visited the customer's site and replaced the imx analyzer's air heater/thermistor and insulator assembly as well as the exhaust fan. Subsequent instrument operations and test results were acceptable. This is a final report.

Event description:
The customer states that the imx analyzer had been powered off in order to replace dispense parts. When the imx analyzer was powered back on, the customer noticed a loud noise, and a small amount of smoke coming from the fan area on the bottom of the analyzer. The customer immediately powered off the analyzer and a service call was initiated. There were no reports of injury or damage to the surrounding environment.